Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming for 2 hours "gas loss", but continued to support the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6). Device not returned to manufacturer.